Manufacturer narrative:
The device was returned to the resmed investigation team in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. Resmed reference#: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a battery charging issue. It was also reported that the device powered down with a low battery alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An engineering investigation was performed by resmed on the returned astral device. The investigation confirmed that the device had a charging issue and powered down with a low battery alarm. It was determined that the failure to properly charge was due to an isolated component failure. There was no patient injury reported for this incident. (B)(4).